Manufacturer narrative:
(B)(4). Date sent: 6/14/2021. One photo received. During the visual analysis, the following was observed: the photo shows a surgical instrument being manipulated by a person in a open surgery, also some gauze can be seen. A suture and what appears to be some staples in the middle of the tissue, however is not possible to determine staple formation. Based on the photo the event describe could not be confirmed as no malformed staples were observed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
3005075853-2021 date sent: 7/22/2021. D4: batch # u5eu7g. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. Event described could not be confirmed as the reload was received fully fired.

Manufacturer narrative:
(B)(4). Batch #: unknown. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during left hemihepatectomy surgery, when severing vascular tissue on the first firing, after fired, noted all staples malformed . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.